Event description:
According to information supplied by the distributor, dermabond topical skin adhesive was applied while the patient was sitting upright, with the patient's head tilted back. There was no physical barrier to prevent the product from running into the eye area. Product was applied in 2002 because of the eye bonding, and was referred to an ophthamologist. His office indicated that the patient was last seen one week ago and the eye was open and fine.